Event description:
It was reported that "the hex tip of the torque wrench broke off into female hex of the blocker while final tightening."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.